Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. However, the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 using the pod 5 / pages 44 ¿ 45: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that the patient¿s blood glucose exceeded 700 mg/dl while wearing the pod. Patient visited emergency room and subsequently diagnosed with hyperglycemia. Treatment was performed in the emergency room only, for 7 hours, and patient was not admitted to hospital. Treatment included intravenous delivery of fluids and insulin. Additionally, patient may have been given ¿medication for low magnesium,¿ however, father could not be certain. The pod¿s cannula was found dislodged from the infusion site and patient was having issue with adhesive sticking. The exact date of occurrence could not be determined, however, occurred ¿within the last 2 months.¿ it should be noted that cannula has been coming out of infusion site as patient is a cheerleader and noted as an ongoing issue. Further information could not be obtained as father was ¿on a time limit.¿ no additional details are available.